Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012564686 was returned and analyzed. Visual inspection was carried out before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the shaft and handle were intact with no apparent issue. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with the sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.10013 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00020 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported "air ingress" issue was not observed/reproduced with the returned sheath. The sheath passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there were a lot of small air bubbles during aspiration; first, following the transeptal puncture, then following aspiration after catheter insertion into the sheath. Multiple syringes were required to aspirate and flush the sheath until no air bubbles were visible. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.